Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. D10: associated devices: item number 00249004090. Item name znn, cmn double cannula, asia. Lot 4502034401. Item number 00249004090. Item name znnâ¿¢, cmn double cannula, asia . Lot 4502440669. Item number 00249004090. Item name znn, cmn double cannula, asia. Lot 16.305964. Review of event description: it was reported that during surgery, when trying to insert the lag screw into the double cannula, the surgeon found that it did not fit the instrument. Review of received data: no medical data relevant to the case has been received. It was confirmed that the mating instrument (double cannula) is working well and is still in use. Product evaluation: visual examination: the visual examination shows scratches on the surface at one end of the device and along the length of the device. No other damage to the device was noted. Measurements: the measurements showed that all relevant characteristics are according to specifications. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. Conclusion: it was reported that during surgery, when trying to insert the lag screw into the double cannula, the surgeon found that it did not fit the instrument. Based on the investigation the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During a surgery when the surgeon tried to insert the lag screw into the double cannula, it did not fit the instrument. There was no surgical delay.